Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The rep stated that the cause of the stimulation increasing/decreasing sporadically was not determined. They reprogrammed the patient and checked impedances. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the stimulation was increasing and decreasing sporadically. The patient denied pain or injury when this would occur, and they stated that adaptive stimulation (as) was off. They reported that they were told they had narrowing in their spine when they had the implant done, which may have contributed to the issue. The patient was to be seen on wednesday and they made a programming appointment. No further complications were reported. Follow up was conducted.